Manufacturer narrative:
The investigation of vf/vt/af/at and low pump flow has been completed. The impella device was not returned for evaluation. Data logs were reviewed and suction alarms were present at end of case at time of reported low flows. Pump flows were within p-level range at time of suction alarms. Clinical details noted that patient received 250cc bolus and suction alarms resolved. The root cause of the low pump flow was most likely patient condition related as a fluid bolus resolved the issue. As the necessary information was not provided, the root cause of the vt/vf was not determined.

Event description:
It was reported that a patient was implanted with an impella 5.5 and went into ventricular tachycardia and atrial fibrillation. The physician planned to cardiovert the patient. Additionally, there were suction alarms. One bolus was transfused to resolve the suction alarms. The patient remained on support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.